Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she was hospitalized due to high blood glucose. Customer's blood glucose at time of incidents was 600 mg/dl. The customer was treated with the pump. The customer was admitted to the hospital. Customer's blood glucose at time of emergency room visit was 600 mg/dl. The customer cause of emergency room visit was hyperglycemia. The customer was follow up with doctors and health care provider. Customer was not wearing the pump at time of emergency room visit for overnight. The customer reported via phone call indicating that the insulin pump alarm battery out limit. Customer's blood glucose at time of incident was 177 mg/dl. Customer was unable to rewind pump due to battery not being replaced. The customer doesn't have battery and advised that we are sending replacement battery cap. The customer was advised to revert to backup plan until replacement battery cap and new battery inserted.